Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 342 mg/dl; cause was not known. Subsequently, the customer went to the emergency room (ER). Blood testing was performed and the customer was administered antinausea medication. Reportedly, the customer reverted to alternate method of insulin therapy. The customer was released from the ER the same day with the issue resolved. No additional information was provided.